Event description:
The biomed reported needing onsite support to help pull clinical audit logs from their philips information center ix (pic ix). The biomed advised a do not resuscitate (dnr) patient expired on (B)(6) 2021 between 05:30am and 06:15am and the pic ix did not alarm to this event.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed and dispatched a philips field service engineer (fse) to assist onsite. Upon arrival, the fse checked the pic ix surveillance, telemetry network, and gathered the log files. While onsite, the biomed advised that a patient expired on (B)(6) 2021 between 05:30am and 06:15am and the pic ix did not alarm to this event. The biomed stated that a no data tele inop may have been observed around that time. The biomed expected either a red alarm to sound at the pic ix, or in the possible case of a no data tele, to hear a cyan inop sound. The biomed did not know if the inop sounded, and they did not hear a red alarm. Further, the patient was noted as do not resuscitate (dnr). The issue was escalated to a philips national support specialist (nss) for further troubleshooting. The investigation identified that internet protocol (ip) helper addresses configured on tele virtual local area network (vlan) required removal from the customer supplied clinical network (cscn). There was no product malfunction; this is considered a cscn issue. Information was provided to the customer to address the issue. The customer was advised to remove the ip helper addresses on the telemetry vlan.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The biomed reported needing onsite support to help pull clinical audit logs from their philips information center ix (pic ix). The biomed advised a do not resuscitate (dnr) patient expired on (B)(6) 2021 between 05:30am and 06:15am and the pic ix did not alarm to this event.